Event description:
Procedure type: hartman procedure - colostomy. Pt gender: unk. According to the reporter: the pt was re-operated three days post-operatively because the anastomosis did not hold and the pt suffered peritonitis. A new colostomy was set using sutures.

Manufacturer narrative:
Initial report sent: 11/24/08.